Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) calibration failed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: 30-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue, the battery alarm did not sound, and the downstream occlusion (dso) calibration failed. The dso sensor was replaced, and as corrosion was found, the printed wire assembly board was also replaced to address the alarm issue.